Event description:
I had smile laser eye surgery in 2019 at (B)(6). I wasn't informed of the possibility of developing cornea ectasia which is incurable. I now have severe irregular astigmatism and glasses and normal contact lenses do not correct my vision. I have severe halos on lights. My cornea has been weakened and flattened by laser eye surgery and I suffer from eye strain and pain and headaches and dry eye. Problem occurred directly after having a baby.